Event description:
It was reported that the device was used during a laparoscopic bilateral oophorectomy procedure. It was reported by the rep that the safety shield activation button would not stay in the "activated" position when pressed. There was no consequence to the pt.